Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms (egm) were not attached on the implantable pulse generator (ipg). The right atrial (ra) lead also exhibited undersensing. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.